Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter.

Event description:
It was reported that the merlin transmitter would not power on. The transmitter was checked with different connections and still would not power on. The device was returned and was set to be replaced.